Event description:
It was reported that the disposable exhibited a leak at connection of cassette tube and extension set. The event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.

Manufacturer narrative:
D9: date returned to mfg 4/4/2024. One sample was received for evaluation. Visual inspection found no discrepancies. Functional testing also found no discrepancies. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.